Event description:
It was reported to philips that the device's main display is cracked. It was reported that the failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.